Manufacturer narrative:
Upon review of complaint record, it was noted field h7 and h9 were inadvertently marked as blank. An update was documented. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had ¿image disturbances¿, during laparoscopy. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken; fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the investigation results, it is likely the following led to the malfunction: the video cable was broken and therefore the image was green (image disturbances was accompanied by the confirmed failure). The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.